Event description:
Meter name: one touch ultra meter, strip name: one touch ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown. Symptoms: thirsty. A patient reported they were not able to get a reading. Their meter allegedly would prompt er5. Not able to get a blood reading. Not tested in any other equipment. No treatment. No further information has been reported.